Event description:
It was reported to boston scientific corporation that a spaceoar vue device was opened for a spaceoar placement procedure. It was noted the package was damaged and the contents of the polyethylene glycol (peg) was exposed. The device was discarded, and the procedure was completed using an alternative device.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0205 captures the reportable event of packaging problem.